Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited loss of capture and exit block was noted. The physician elected to not replace the lead and reprogram the device. The patient would continue to be monitored.